Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to being prematurely depleting. Data analysis was performed and boston scientific technical services recommended device replacement. No adverse patient effects were reported. Additional information was provided on 27may2021, it was reported that this device is scheduled to be replaced on (B)(6) 2021. Additional information was provided on 27jul2021, it was reported that this device was explanted and replaced successfully. No additional adverse patient effects were reported. This device will not return for analysis. The device was discarded by the hospital staff.

Event description:
It was reported that this pacemaker was suspected to being prematurely depleting. Data analysis was performed and boston scientific technical services recommended device replacement. No adverse patient effects were reported.